Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable inr results for 4 patients from coaguchek xs pro ii meter serial number (B)(4) compared to the laboratory results. Of the data provided, there were discrepant inr results for 1 patient. At 12:25 pm the result from the meter was 2.3 inr and the result from the laboratory less than 10 minutes later was 3.4 inr. There was no allegation of an adverse event. The patient has had no changes in diet or medications. The patient's therapeutic range was 2.5 - 3.0 inr. No product was returned for investigation. Relevant retention test strips (lot 322039) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 322039) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.